Event description:
During a lumbar fusion procedure a thirty minute or more surgery delay was reported because the rod gripper was dismantled. The reporter also reported two screws marked in red were missing. There was no contact with the patient to report. The surgery was completed with another manufactures system.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.